Event description:
It was reported that the ventricular assist deice (vad) coordinator mentioned that there were some unusual low flow and low speed that occurred recently. It was requested the log files be reviewed. The log files were reviewed and captured 17 low speed advisories between on (B)(6) 2025. These appeared to only occur while the vad was connected to the mobile power unit (mpu). To prevent further interruption in support it was recommended that the vad only be connected to battery power or an ungrounded cable until the investigation is completed. The log files also captured low flow events on 06apr2025 and 13apr2025. There did not appear to be any device issues causing these events. There were no other unusual events recorded in the log files event history. The device was operating as intended. The patient went into the hospital due to gastrointestinal (gi) bleeding and the vad coordinator took the x-ray image for the abdomen. The vad coordinator also checked the driveline visually and found no external damage. It was requested that the x-rays be reviewed. The log files were reviewed and continued to capture a single low speed alarm on (B)(6) 2025 following the low-speed alarms on (B)(6) 2025. This occurred while the patient was using the mpu. The x-ray did not show anything noticeable apart from a potential bend near the pump. There were no other unusual events recorded in the log files and the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2 correction no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The reason for the low speed events was not 100% identified. There were no specific clinical symptoms found due to this. Driveline x-rays were taken but it was difficult to confirm any cable damage visually. The patient was stable but they were keeping an eye on them.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow and low speed events. A specific cause could not be determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The submitted driveline x-rays captured the entire portion of the internal driveline and a small portion of the external driveline near the exit site. No evidence of driveline wire compromise was observed via the submitted x-ray images. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2024. Low flow events were captured on (B)(6) 2025 and (B)(6) 2025. Additionally, low speed events were captured on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. While the system was supported with the mobile power unit. No other notable events were observed, and the pump appeared to have operated as intended at the fixed speed before and after the low-speed event. It was reported that the patient had some unusual low flow and low speed occurred recently. The patient went into the hospital due to gastrointestinal (gi) bleeding and the ventricular assist device (vad) coordinator took the x-ray image for the abdomen. The vad coordinator also checked the driveline visually and found no external damage. The x-ray image does not show anything noticeable apart from the potential bend near the pump. It was later communicated that the reason for the low speed events are not identified. No specific clinical symptoms found during the low speed events. X-rays have been taken but it is difficult to confirm any cable damage visually. Patient is currently stable, but the account is keeping an eye on the patient. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow, and pump speed. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.